Manufacturer narrative:
This is a final report, filed december 22, 2008.

Event description:
Per the audiologist, the patient's parents were not satisfied with the patient's performance when using the cochlear implant system. An x-ray done (date not provided) showed a "kink in the stiff rings and hard to identify electrode array's position". An integrity test done in 2007, was inconclusive. In 2008, the patient's device was explanted during cholesteatoma removal surgery. Due to a severe middle ear infection the patient was not reimplanted.